Event description:
This report is based on information provided by the philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart xl, indicating a failed check operation. There was reportedly no patient involvement. The customer was informed that the device had reached its end of life (eol), rendering service and all associated options discontinued as of december 31st, 2018. The customer was aware of the eol terms, and the device remains at their site. As troubleshooting was not completed for the device, the reported issue could not be verified, and a cause could not be established. Thus, the reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was made aware of the end-of-life terms, and the device remains at their site. The investigation concludes that no further action is required at this time. However, if additional information is received, the complaint file will be reopened.